Manufacturer narrative:
The consumer was contacted by email to arrange for a courier pickup of the product and did not respond to this request. To date, no product has been returned. A medical questionnaire was sent to the consumer on 21 feb 2017. The medical questionnaire was again sent on 14 march 2017. To date, a completed questionnaire has not been provided from the consumer. The investigation of the complaint was done based on the initial consumer complaint and images of the charging station provided by the consumer. We have not been able to confirm whether or not the consumer received treatment or was merely admitted for observation. Any alleged symptoms from the alleged event were not provided to p&g. The investigation of the actual device will occur upon receipt of the returned product.

Event description:
Shocked [electric shock]. Stuck toothbrush's charging station in the outlet and then there was a bang and I was shocked [injury associated with device]. Stuck toothbrush's charging station in the outlet and then there was a bang [device physical property issue]. Case description: a female of unspecified age reported via e-mail on (B)(6) 2017 that she stuck the charging station of the oral-b power rechargeable toothbrush handle pro crossaction 3764, model d701.533.5xc in the outlet and then there was a "bang". The consumer stated that she was shocked and had to spend 1 day in intensive care in the hospital. The case outcome was unknown. No further information was provided.